Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch ultrasmart meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred at an unspecified time on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿278mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient stated that they manage their diabetes with ¿recosulin m50¿ insulin (28 units in the morning and 5 units in the evening) and as a result of the alleged product issue took an additional 2 units in the morning on (B)(6) 2017. Later the same evening the patient stated that they developed the symptom of ¿sweatiness¿ and ¿lost consciousness¿. In response to this the patient was immediately given glucose water and reportedly had regained full consciousness within 15-20 minutes. At the time of troubleshooting the csr noted the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.